Event description:
It was reported that the device disassembled during a procedure and one of the component part fell into the pt's ear. The component part was small and hence could not be detected in the x-ray as reported by the user facility. Therefore it could not be retrieved. There was no delay in the procedure.

Manufacturer narrative:
The device is available for eval. However it has not yet reached the mfg site for investigation. A f/u report will be filed once the investigation is complete.